Event description:
It was reported that the pulse generator exhibited inappropriate measured data. There was an unexpected low longevity estimate of 3.7-4.7 years with a current drain of 27 ua.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.